Event description:
Fired 2 clips and they did not take. We then proceeded to remove these clips and then on our third attempt firing clip, the clip in the ethicon clip applier did not clip or catch under the vessel. It instead cut the vessel near its origin. At which point, there was a significant amount of bleeding. Required 2 units of blood transfused. Had to convert from laparoscopic to open cholecystectomy. Dates of use: 2008. Laparoscopic cholecystectomy.